Event description:
Information was received that the flange on a smiths medical tracheostomy tube had ripped. This tracheostomy tube has been used one time for one week. When placed for the second time, incident occurred. Occurrence was reported to be resolved.

Manufacturer narrative:
One tracheostomy was returned for evaluation. Visual inspection of the device has found the flange to be broken. The reported customer complaint was confirmed, and the most probable cause of issue was determined that damage occurred after the product left the (B)(4) facility.